Manufacturer narrative:
Additional information: on april 22, 2020, mentor received additional information identifying the complaint device as belonging to a different valid complaint file (manufacturer's reference number (B)(4)), submitted to the FDA under manufacturer report number 1645337-2020-02497. As a result, no further reports will be submitted under this report number. Please reference manufacturer report number 1645337-2020-02497 for the associated product investigation and reported event(s) associated with this device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown (B)(4).

Event description:
One 350cc saline mentor siltex round moderate profile breast implant was received by the mentor failure analysis lab on february 10, 2020 and processed on march 18, 2020 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.